Event description:
ICU pt on siemens 300a ventilator noted to have abnormal breathing patterns from 30-60 minutes, medical treatment provided-blood gases, etc. Ventilator alarming low volume, high pressure, high rate. Pt in extreme respiratory acidosis, requiring manual bagging. Burning and smoke observed coming from ventilator.